Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not clearly observed via the provided photograph and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported event could not be objectively verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set disconnected. The event was further described as "the patient was walking with caregiver around unit when tubing snapped at site connected to PICC (peripherally inserted central catheter) line cap". The "caregiver told bedside nurse that tubing snapped from tension while picking patient up". There was no report of patient injury or medical intervention associated with this event. No additional information is available.